Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set filter could not be flushed/primed due to blockage during use. The following information was provided by the initial reporter: "filter that will not flush/prime."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Investigation summary: the customer reported the filter will not flush or prime, and returned one used 10013902. The sample was tested with tap water, and the sample was not occluded. This was mentioned in the customer email (able to flush), and we appreciate sending in the sample. However, without an observed failure, the complaint could not be verified. The root cause of the occlusion is unknown. Device history record review for model 10013902 lot number 21079015 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.